Event description:
It was reported that a device displayed a "system error 105" message. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). Baxter rec'd the device in question. The eval is not complete. When the eval is complete, a supplemental report will be submitted.